Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 11-nov-2016 from physician's assistant. This case involves a patient (demographics unspecified) who received treatment with synvisc one and after unknown latency patient had knee effusion. No concomitant medications, medical history, past medication or concurrent conditions were reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection, once (indication, batch/lot number and expiration date: not provided) in an unspecified location. The same day, the patient had knee effusion and had knee washed out. Corrective treatment: knee washed out. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 11-nov-2016 from physician's assistant. This case involves a patient (demographics unspecified) who received treatment with synvisc one and after unknown latency patient had knee effusion. No concomitant medications, medical history, past medication or concurrent conditions were reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection, once (indication, batch/lot number and expiration date: not provided) in an unspecified location. The same day, the patient had knee effusion and had knee washed out. Corrective treatment: knee washed out. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention additional information was received on 30-nov-2016. Gptc number and ptc results were added and text amended accordingly.